Event description:
Pt implanted with bengal stackable monolith device corpectomy cage at (B)(6) by drs. (B)(6). Cerebrospinal fluid (csf) leak caused from 5mm dural tear. Pt not informed use of the device in the cervical spine is not approved or cleared by FDA. Nor was pt informed of surgeon(s) research interests in repairs of csf leaks. Device labeling for the thoracolumbar spine indications is not consistent with objective intent or design rationale since the cge geometry matches the morphometry unique to the cervical spine.